Event description:
Chemotherapy was prepared in pharmacy and the IV tubing primed with saline. When the nurse went to hang the chemotherapy the tubing broke apart at the blue connector to the alaris pump mechanism. Manufacturer response for low sorbing infusion set, alaris pump model (per site reporter): sending packaging for return. Showed it to the manufacturer representative.